Manufacturer narrative:
After battery installation insulin pump gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to display anomaly. Insulin pump also received with cracked case(battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was flashing. The customer's blood glucose level was 211 mg/dl. The customer stated that the pump was bumped and then the pump started beeping and the screen was flashing. The insulin pump will be returned for analysis.